Event description:
It was reported that the patient's implantable neurostimulator (ins) was replaced due recharging issues that would take almost 8 hours to charge. It was also reported that the device made him lock up and be paralyzed while riding in a car. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, lot# v383399012, implanted: 2010-(B)(6), product type lead, product ID 37743, serial# unknown, product type programmer, (B)(4).